Event description:
It was reported that a male patient, who had an initial right tsa, underwent a revision procedure. The patient presented with a dislocation. The surgeon extracted the 36mm glenosphere and liner and replaced them with a 40mm glenosphere and 40mm 2.5mm constrained liner. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return as they were discarded. No images were provided. No further information.

Manufacturer narrative:
D10: index: 05/dec/2025. 308-02-07 - 7x120mm distal stem modular cem: (B)(6). 308-05-22 - distal fixation ring ha 22.5: (B)(6). 308-10-05 - large prox body +0: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-31-36 - glen, 36mm for small reverse: (B)(6). 320-35-01 - small glenoid plate: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.